Event description:
On (B)(6) 2012, the lay-user/patient contacted animas (anm) alleging a frequent/persistent occlusion alarm issue. He also reported having high blood glucose (bg) levels. The patient claimed that since the previous night, he had been having high bg levels with some readings above '400' mg/dl. His last reading prior to contacting anm on (B)(6) 2012, was around '374 mg/dl'. With the elevated bg levels, the patient claimed that he had symptoms of feeling tired, lousy, and thirsty. He was drinking more that day. He denied having symptoms of abdominal pain, chest pain, shortness of breath, or vomiting. At the time of contact with anm, the patient was at work and did not have any more infusion sets. The patient explained that he had changed his site three times that day due to the occlusion alarm issue. The patient admitted that he was bolusing small amounts in order to help prevent the occlusion alarms from occurring. No medical intervention was reported by the patient. Through troubleshooting, the anm representative involved in this contact noted that the patient was not following the instructions for use of the cartridges. The patient was not cycling his cartridges prior to filling them. The cycling process helps to lubricate the cartridges. The patient was unsure of the expiration dates of his infusion sets or cartridges. The patient was instructed to change his cartridge and to contact his health care provider (hcp) for further directions on handling his high bg level. The patient was asked to call back anm to provide the lot #s of his infusion set and cartridge. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he developed an elevated bg level with symptoms that can be associated with severe hyperglycemia. However, the patient's injury can be attributed to use-error considering he alleged that he was getting occlusion alarms but was not properly cycling his cartridges prior to use.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.